Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident and a definitive root cause cannot be determined. It is somewhat unusual to fracture any guide wire in a guiding catheter because all guiding catheters have huge inside lumens in relation to the diameter of the guide wire. Two guide wires and two balloon catheters can typically pass through the guiding catheter lumen at once. Because a guide wire cannot be fractured without catching on another device, it is concluded that there likely was some guiding catheter anomaly that caused the fracture related to operational context of the devices.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that four stents were implanted in the rca. Prior to placing a fifth stent, one bmw guide wire had already been inserted and then another bmw guide wire was going to be put down for a buddy wire. However, upon advancement of the bmw guide wire through the guiding catheter, it was observed that the guide wire tip separated 25 mm from the tip. No resistance was felt upon advancement of the guide wire into the guiding catheter. With the guide wire still in the guiding catheter, another company's balloon catheter was inserted into the guiding catheter and was inflated in order to trap the separated guide wire. The devices was successfully removed together. No patient effects were reported. No additional event or patient information is available.